Event description:
A user facility reports the intraouclar lens haptic broke off in the delivery system cartridge. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.